Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "high volume rate error" was not reproduced. The evaluation had flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 40.011 and passing error percentage of 0.0275%. A review of the event history log revealed multiple infusions were started and completed on the last days of customer use. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had high volume rate error occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.